Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. The insulin pump was programmed with test guardian 3 link and a test transmitter. The pump communicated properly with the sensor and test transmitter. The display showed the calibrate your sensor alarm properly after completion of the warm up. Pump calibrated to the programmed test value, 135 mg/dl and 120 mg/dl, properly and displayed correctly on the display graph. No unexpected change sensor alarm, sensor updating alert, or additional sensor related errors or anomalies were noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. No crack on the lcd window noted during physical inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and 300 mg/dl and something and 398 mg/dl. Customer current blood glucose was 179 mg/dl. The customer stated that she had lot of highs blood glucose and lows blood glucose. It was reported that the high blood glucose was due to infusion set, site, insulin, lifestyle, pump/programming challenges. Troubleshoot was performed for sensor updating and ran test plug which was passed. Troubleshoot was performed for damage to pump and customer stated that there was a crack on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.